Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a l4-s1 spinal fusion, the ratcheting handle became damaged while in the procedure. The reported issue occurred while using curved osteotomes in the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no known impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: instrument UDI and manufacture date.

Manufacturer narrative:
The ratcheting handle was returned to the manufacturer for evaluation. Testing found that the cap was broken off, though the handle functioned as designed.